Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their cobas b123 analyzer. The customer was comparing whole blood samples tested on the b123 analyzer to serum samples tested on a vitros 5600 analyzer. At 03:51 a.m., the first patient's result from the b123 analyzer was 116.4 mmol/l. At 04:48 a.m., the patient had a result from the vitros 5600 analyzer of 123 mmol/l. On (B)(6) 2012 at 04:48 a.m., the same patient had a result of 120.2 mmol/l from the b123 analyzer. At 05:58 a.m., the patient had a result from the vitros 5600 of 126 mmol/l. On (B)(6) 2012 at 05:44 a.m., the second patient, a female born on (B)(6) 1930, had a result from the b123 analyzer of 119.0 mmol/l. At 05:55 a.m., the patient had a result from the vitros 5600 of 127 mmol/l. On (B)(6) 2012 at 04:21 a.m., the third patient, a female born on (B)(6) 1926, had a result from the b123 analyzer of 118.2 mmol/l. At 06:13 a.m., the patient had a result from the vitros 5600 of 124 mmol/l. It was unknown if any results were reported outside the laboratory. It was unknown if there were any adverse events.

Manufacturer narrative:
The data provided for investigation indicates that the sensors were calibrated and showed no issues. The quality control measurements were within range. The signal curves of the affected measurements were fine and show no sensor related problem during these measurements. No root cause for an incorrect measurement on the cobas b123 was detected. The results from the b 123 were from whole blood samples, while the results from the vitros were serum. Sodium is released during blood coagulation and therefore sodium is found in serum in a higher concentration than in blood. The use of two different sample types could be a possible cause for this event.

Manufacturer narrative:
Information was provided indicating the customer is very sensitive to this matter because they had "a serious incident with a patient" that happened some years ago. Additional information has been requested from the customer surrounding this incident several times. At this time, no additional information has been provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Multiple requests for additional information have been made regarding the "serious incident with a patient that happened some years ago". The customer is not providing any additional information.